Event description:
Initial info received from the (B)(6) on (B)(6) 2011 consisting of a completed consumer form and a typed letter from the consumer and additional info from the pt, who is also a nurse, on (B)(6) 2011, was processed together: a currently (B)(6) female consumer initiated treatment with poly-l-lactic acid (sculptra aesthetic) (lot# and exp date unk) for cosmetic reasons in 2008. She received the poly-l-lactic acid about every six months for a total of five sessions, equaling ten vials in total. Her last session was on (B)(6) 2011. She received the poly-l-lactic acid along with lidocaine. On an unspecified date, after her first treatment with poly-l-lactic acid, she experienced bumps at the injection sites. Some bumps were minor and the largest bump was 2 cm. She did not receive any corrective treatment. She also reported that she was not happy with the results and had seen no significant change in the way she looked after receiving poly-l-lactic acid. She noted that "the results have been only minor" and she was still requiring additional poly-l-lactic acid injections. At the time of the report, she still had some bumps. She had "no medical history", but noted that she is taking simvastatin (zocor). In addition, she reported use of over-the-counter anti-aging products (dates of use not specified) including use of a topical prescription product and medical microdermabrasion (unk if used before, during, or after poly-l-lactic acid treatment). No further relevant info was provided.